Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that pump time did not hold correctly and patient had to repeatedly reset time as it was consistently off by about five minutes. Customer declined follow up from Tandem Technical Support. There was no reported adverse impact. No additional information was provided.